Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 40 mg/dl range and customer consumed glucose to address bg. Contact did not know cause of low bg and declined to upload pump data for tandem technical support's (cts) review for possible cause of low bg. Customer also reported a malfunction alarm (alarm 12) occurred. Cts assisted contact with resetting pump; alarm did not reoccur. Customer could not recall bg level.